Manufacturer narrative:
Continuation of the facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photographs identified red particles on the shell and an opening on the posterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of seroma-late and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade IV, rupture and silicone migration.

Event description:
A healthcare professional reported a patient experienced the events of ¿intra capsular prothetic rupture discovered via clinical signs and a capsular contracture baker grade IV. Augmentation of the volume and pain. Silicone nodes and recurrent seroma¿ with inspira textured silicone gel filled breast implant.